Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 the 2.5x38 mm xience sierra stent was implanted in the distal right coronary artery and the 3.5x48 mm xience pro stent was implanted in the proximal rca. The patient was discharged home on (B)(6) 2019. On (B)(6) 2019 the patient had angina. The patient was admitted to the hospital and was treated with medication. A diagnostic angiogram was also performed, but the results are unknown. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). The UDI # was not provided because based on new information received, this event is not related to the device. Correction: patient code for angina (1710) was removed and replaced with code 2199. Based on additional information received, the xience v did not malfunction or cause/contribute to an adverse patient effect. Therefore, this event would not have been reportable; however, as the event was already filed, it must remain reportable. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the unstable angina was due to a lesion in the non-target vessel. Nitrate medication was administered and the condition resolved on (B)(6) 2019. In the opinion of the physician, this angina was not related to the xience stent. No additional information was provided.